Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a message "lo" (reading <40 mg/dl) and was treated with food by third-party to increase glucose levels; however, the 'lo' persisted. A blood glucose reading of 380 mg/dl was obtained on the built-in reader and was compared to a reading of 'lo' on the sensor and customer was treated with insulin (dose unknown). The readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a message "lo" (reading <40 mg/dl) and was treated with food by third-party to increase glucose levels; however, the 'lo' persisted. A blood glucose reading of 380 mg/dl was obtained on the built-in reader and was compared to a reading of 'lo' on the sensor and customer was treated with insulin (dose unknown). The readings, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.